Event description:
It was reported that during a hepatectomy procedure, the tissue pad was damaged and detached after being used several times. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.